Event description:
Medical device failed validation. Device is designed to support the process of irradiating blood products. The dosewriter failed validation for the following problems: 1) data scanned into the "barcode" field is not consistently interpreted. The software is not advancing to the next field consistently. 2) product expiration dates are not consistently calculated or displayed.